Event description:
It was reported that two (2) novum iq syringe pumps did not alarm for an upstream infusion occlusion. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2025-05250. All information can be found under manufacturer report number 1416980-2025-05250. Should additional relevant information become available, a supplemental report will be submitted.